Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the fiber was fractured/bent upon opening the package could not be confirmed as no sample was returned. Without a sample being returned for evaluation a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Based on the sample received, the reported complaint descripiton of a bent fiber was incorrectly reported. Received for evaluation was a bent tre-sheath. A bent tre-sheath does not meet the criteria as an adverse event. This report is being submitted in order to close out the complaint file. The reported bent fiber sample was not returned for evaluation, however the customer returned the tre-sheath. The sheath was noted to have a kink at the 6 1/2cm mark and the 36cm mark of the sheath. The customer's reported complaint description of the fiber was fractured/bent upon opening the package could not be confirmed as the fiber sample was not returned. The tre-sheath was returned and a kink was observed in the tubing shaft, therefore, the reported complaint description was likely incorrectly reported against the fiber. While the kink in the tre-sheath tubing was confirmed, a root cause for the kink could not be definitively determined. A potential root cause is handling damage. A device history records search for the packaging and tre-sheath assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation at this time. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a nevertouch 65cm kit. Upon opening the fiber package for a procedure, it was noted that the fiber was bent. The following procedure was completed with another same device. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation at this time.